Manufacturer narrative:
A steris technician inspected the reliance synergy washer/disinfector and found the unit to be operating properly; no issues were noted with the function or operation. The reported event is attributed to the employee not following proper operating instructions for door obstructions. The operator manual states (section 4.13.1), "if an obstruction is present at the bottom of the wash chamber door, do not attempt to remove the object. A door safety sensor on the door button detects the obstruction. Door automatically stops from closing and opens completely." User facility personnel were counseled on the proper use and operation of the reliance synergy washer/disinfector specifically, the proper procedure for door obstructions. The reliance synergy washer/disinfector was returned to service, and no additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that an employee obtained a bruise and a cut to their finger after removing an obstruction from the doorway of their reliance synergy washer/disinfector. No medical treatment was sought or administered.